Manufacturer narrative:
The pipeline implant was returned for evaluation and found open. (B)(4).

Event description:
It was reported after difficulty catheterization, while deploying the pipeline, the system did not open as it was twisted. Several attempts were made without success. The physician decided to withdraw the pipeline and another one was used. It was reported the patient is affected by tetraplegia, only eyes movement and left hand slight movement.